Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 38 mg/dl, and the meter bg reading was 374mg/dl. It was reported that the customer experienced a low blood glucose (bg) level due to sensor reading inaccurate values insulin was being delivered when it shouldn't have been delivered. Customer consumed carbohydrates and drank juice to address bg. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.